Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor it was reported by patient that it had basically quit functioning because they have had a return of urinary symptoms/loss of urinary control. Also last night patient felt a little sensation for a moment in their right toe and then all the sudden felt the little toe and the neighboring toe on left foot really started tugging and it was painful. Patient stated they had previously never felt this sensation. Patient reported no falls or trauma. During call, they had access to the patient programmer. They synched and showed stim was on. Patient reported patient programmer was not working when the antenna was plugged in, and that they had difficulty using patient programmer without the antenna. They mentioned the return of urinary symptoms was gradual however the sensation in the left toes was sudden. Moreover, patient was seeing poor communication when attempting to use the patient programmer with the antenna attached. When they placed the patient programmer over the ins, they were able to sync without the antenna attached. Another call was received from patient and husband, they reported the screen was going blank each time they pressed the plus button for the first time today. The husband stated the implant was not helping for the last week. Husband replaced the batteries in the patient programmer. Assistance was given to patient to synch, which showed stim was on at program 2 at 3.8v. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.